Manufacturer narrative:
D10 concomitants: 02-010-04-0340 femoral component cr, porous size 4, (B)(6), 200-02-38 three peg patella, 38mm (B)(6), 200-04-43 cemented finned tray 4f/3t (B)(6), 02-012-47-4009 tibial insert cr size 4, 9mm, neutral (B)(6). H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's right knee was revised approximately 10 years post initial operation. Patient presented to surgeons office with pain. All parts were removed due to osteolysis.